Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) instructed the customer to unplug the pyxibus cable from the failed drawer and shut down the station for 5 minutes. After reseating the cable and rebooting, the issue was confirmed to be resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 1.1 and 1.2 failed and the device was not detected on the bus. The customer stated that this malfunction caused a delay, and the user dispensed the medication from pharmacy. However, there were no adverse events or injuries reported based on this event.